Event description:
It was reported that during the ipg replacement procedure (MFR number 3006630150-2024-04099), the lead tails were clipped on the infinion leads. The patient underwent a lead replacement procedure and was doing well postoperatively. Additional information was received that the explanted leads will not be returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), batch: 20494462.

Event description:
It was reported that during the ipg replacement procedure (MFR number 3006630150-2024-04099), the lead tails were clipped on the infinion leads. The patient underwent a lead replacement procedure and was doing well postoperatively.